Manufacturer narrative:
The insulin pump had cracked case at display window corners, broken reservoir tube lip, severely scratched and cracked display window and missing end cap sticker.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his lcd screen is scratch and it is hard to view the screen. The customer stated that there is a crack at the reservoir compartment. The customer mentioned that he is a mechanic and is on the ground when working on cars. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.